Event description:
The manufacturer received information alleging a internal flow verification test step had failed during preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was evaluated at a third-party service center. During the evaluation it was noted that the internal flow verification test step on the device, and it failed. The third-party service technician evaluated and determined the proportional valve and three-way (3-way) solenoid valve had caused the internal flow verification test step to fail on the device. The third-party service technician found an error code, pressure sensor mismatch (e-0384), was observed on the device's error log. The third-party service technician evaluated but did not find the cause of the error that had occurred on the device. In conclusion, the proportional valve and 3-way solenoid valve were replaced to address the reported issue. Additionally, during the service of the device, the air inlet foam filter, and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue. The system printed circuit assembly was replaced for functional damage and a system error code, software upgrade failure (e0-317) that was unrelated to the reportable issue. Additionally, during the service of the device, the blower assembly, blower bellows seal, blower mount, blower cap, rear cover, low flow o2 connector, base assembly, cooling fan assembly, fan retainer, main housing, retention plate, and blower chassis plate were replaced for contamination unrelated to the reportable issue. The machine flow sensor, blower chassis tubing, system printed circuit assembly tubing, fio2 tubing, and low flow o2 tubing were replaced for contamination and an error code, low inspiratory pressure (e-038), that was observed on the device's error log. These were unrelated to the reported issue. The device passed all final testing.